Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report, a 26mm commander delivery system balloon burst, separation of delivery system balloon material, and withdrawal difficulty of the delivery system resulting in a surgical cutdown occurred during a right-side transfemoral transcatheter aortic valve replacement (tavr) procedure. As reported by an edwards lifesciences field clinical specialist, during a right-side transfemoral transcatheter aortic valve replacement procedure using 14fr esheath+, 26mm commander delivery system, and a 26mm sapien 3 ultra resilia valve, the delivery system balloon ruptured during valve deployment. Perceived root cause of the balloon burst is unknown. Per reporter, by CT, the calcium pattern on the valve did not appear to be a root cause. The valve was fully deployed in the intended position. Upon attempting to withdraw the delivery system and sheath as a single unit, resistance was encountered at the arterial puncture site. The delivery system was becoming caught at the distal tip of the sheath. The sheath exited the vessel, but the delivery system remained lodged. Under fluoroscopy, it was observed that a pigtail catheter from the contralateral (left) side had become entangled with the ruptured balloon tip, preventing removal of the delivery system. A surgical cutdown was performed on the right femoral artery to retrieve the device. The artery was subsequently repaired with a graft. The patient remained in stable condition following the procedure. No other edwards devices were reported damaged during the case. A radial balloon burst with most of the inflation balloon working length fully separated was observed in the provided device imagery.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 health effect - impact code, additional codes added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery of the patient's anatomy was provided, and the following was observed: calcification present in landing zone and calcification/ tortuosity present in patient access vasculature. Procedural imagery was provided, and the following was observed: balloon burst at full inflation. Pigtail catheter observed interacting with delivery system under fluoroscopy. Post-procedure image of the device was provided, and radial balloon burst was observed, with majority of inflation balloon working length fully separated and not in image. The complaints of delivery system balloon burst, withdrawal difficulty, and balloon component separating during use are confirmed based on review of provided imagery. In this case, although it was reported that "the calcium pattern on the valve did not appear to be a root cause," review of the imagery that was provided showed presence of calcification within the patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As such, available information suggests that patient factors (calcification) may have contributed to the reported balloon burst. In this case, as the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the sheath tip, which could have led to the reported withdrawal difficulty. Additionally, it is possible that the altered balloon profile interacted with the pigtail catheter, likely leading to further withdrawal difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon, interaction with pigtail catheter) may have contributed to the reported withdrawal difficulty. Per the training manual, "do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off." In this case, additional pull force or device manipulation applied to overcome the withdrawal difficulty may have led to the reported separation. As such, available information suggests that procedural factors (high withdrawal force, device manipulation) may have contributed to the reported balloon component separating during use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.